Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed one hole burnt through the silicone. The silicone exhibits localized melting around the hole, indicating that an arcing event occurred. The hole size is approximately .020 in diameter and the hole center is located .215 above the silicone to sleeve interface.

Manufacturer narrative:
During evaluation of the device, it was also observed that a section of the silicone was not properly adhering at the shoulder of the ultem. This additional information is being provided per a retrospective review that was performed.

Event description:
It was reported that while cauterizing the surgical stump during a da vinci si hysterectomy procedure, the surgeon noticed that the fully mobilized/detached uterus was being blanched by the monopolar curved scissors (mcs) tip cover accessory that was installed on the mcs instrument. The tip cover was removed and replaced and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.